Manufacturer narrative:
This report is submitted on september 08, 2022.

Event description:
Per the clinic, the patient experienced a trauma to the implant site (date not reported), leading to an extrusion of device with infection. The patient was treated with oral antibiotics for 30 days (specific date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2022, under general anesthesia and a skin flap revision surgery was performed during the same surgery to remove the infection.

Manufacturer narrative:
This report is submitted on october 14, 2022.